Manufacturer narrative:
Testing and investigation found that the device passed testing; however, a review of the device history indicated touchscreen button ID invalid alarm codes. Additional testing contamination on the bottom touchscreen connectors due to fluid ingress, which was the probable cause of the intermittent touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device touchscreen was not working. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. During testing at the user facility, the device did not respond when pressed. No additional information was provided.